Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated that the patient used an expired product, which is misuse of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.